Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during an initial implant procedure, the left ventricular (lv) lead was unable to be advanced over the guidewire, even after multiple attempts. No additional malfunctions were reported. The lead was not used and another lv lead was used to complete the procedure. The patient was stable throughout.